Manufacturer narrative:
Phone number: (B)(6). Postal code: (B)(6). The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "fluid between the prosthesis and the wall, an irregularity that may be related to some degree of capsular contracture" baker grade unknown. Device remains implanted.

Event description:
Healthcare professional reported "fluid between the prosthesis and the wall, an irregularity that may be related to some degree of capsular contracture" baker grade unknown. Device remains implanted. This record is for the right side.